Manufacturer narrative:
A siemens customer service engineer (cse) and the customer observed that smoke emitted from the streamlab analytical workcell device at a customer's site. The cse determined that the device temperature was high during operation and determined that coolant leaked out of the centrifuge, which caused the centrifuge to overheat. The cse corrected the leak, replaced the centrifuge compressor, and added coolant. The coolant leakage contributed to the smoke that emitted from the centrifuge of the streamlab analytical workcell device. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) and the customer observed that smoke emitted from the centrifuge unit of a streamlab analytical workcell device at a customer's site. The customer unplugged the device. The customer reported that there was no delay to patient testing due to this event. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00178 on 24-apr-2019. Corrected information (26-apr-2019): section e4 of the initial MDR indicated that the initial reporter also sent report to FDA. This is not correct as the customer did not send a report to the FDA. Section e4 was updated to reflect the corrected information. The customer and siemens customer service engineer (cse) clarified that smoke did not emit from the streamlab analytical workcell device. The customer and cse identified that the centrifuge unit was leaking coolant. Section h10 of the initial MDR indicates that the cse corrected the leak, replaced the centrifuge compressor, and added coolant. The cse reported that there was a hole in the cooling system line, and he coordinated with personnel from the customer's site to bring the device back into operation. The personnel from the customer's site fixed the hole (corrected the leak) and added coolant, and the cse replaced the compressor. The device is performing according to specifications. No further evaluation of this device is required.